Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The patient medical history were not available, edwards is unable to determine if patient¿s underlying valvular disease contributed to this event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25 mm bioprosthetic mitral valve was explanted after an implant duration of five (5) years, one (1) month, and twenty seven (27) days due to mitral stenosis and regurgitation. There was no known negative complications reported.

Manufacturer narrative:
Additional manufacturer narrative: the valve degeneration observed in this case was most likely due to a progression of this patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
The 25 mm valve was replaced with a 25 mm st. Jude mechanical mitral valve. The patient tolerated the procedure and was transferred in stable condition to the cardiac intensive care unit. The patient was discharged on post-operative day six (6). Through the operative report the posterior leaflet was preserved and had attachments from the anterior leaflet, which were a little bit calcified. The valve was examined and there was some thickening of the pericardium. There was fibrous tissue growing over one of the posts of the valve covering over the commissure in which the surgeon thought this was primarily what was fusing those 2 leaflets. The surgeon did not see anything that looked like thrombotic type material on the leaflets.

Manufacturer narrative:
The device was returned to edwards for evaluation and the clinical observation of stenosis, calcification and fibrous tissue fusing leaflets was confirmed. The clinical observation of regurgitation could not be confirmed through visual examination. Radiography demonstrated wireform intact and minimal calcification on leaflet 1 and 3. During visual examination, minimal host tissue overgrowth was found on the leaflets and into the orifice at the greatest distance of approximately 1.5mm on leaflet 3 at the inflow aspect. Moderate host tissue overgrowth was found on the leaflets and into the orifice at the greatest distance of approximately 9mm on leaflet 1 at the outflow aspect. Minimal host tissue was observed on the stent circumference at the inflow and outflow aspect. It was observed that host tissue fused leaflet 1 and 3 by 5mm near commissure 1 at the outflow aspect. Based on the product evaluation findings, host tissue and calcification restricted leaflet mobility which led to stenosis.